Manufacturer narrative:
A review of the manufacturing documentation revealed that no anomalies or deviations potentially related to the even occurred during manufacturing.

Event description:
A report was received that the patient was not getting stimulation in her targeted pain areas. It was determined that the patient had high impedances on her implanted lead. Patient then underwent a revision procedure to replace the lead. Patient is doing well post operatively and getting adequate coverage in her targeted pain areas.